Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was worn. No surgical delay is noted. The two tips on instrument that ¿lock into/hold¿ the implant spin out when locking.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.